Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. It was noted that the patient had an intrinsic rhythm. The device was noted to be nearing elective replacement indicator (eri), so the device was programmed aai and the physician elected not to perform any intervention until routine device replacement time. Subsequently, routine device replacement was performed. No obvious anomalies were noted under fluoroscopy. The device was explanted and replaced and the lead was surgically abandoned and replaced. No adverse patient effects were reported.